Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a broken downstream occlusion (dso) seal. During analysis, the reported issue was duplicated; device alarmed error 41171 during power up. It was noted that software timing was the cause of issue. Service will replace the printed wire assembly board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited 41171-4100-94-93 alarm. There was no patient involved in this event. No adverse effects were reported.